Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, the most probable cause is traced to known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of the deflectable videoscope, foreign material at the bending section was found. The most likely cause of the reportable malfunction is operational problem. There was no patient involvement.